Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed testing. The sensor passed per specifications with accurate readings. Unable to confirm the needle complaint due to customer not returning the insertion needle.

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer was not receiving insulin because the cannula was bent like triangle. She was receiving calibration errors, followed by a change sensor alarm, and her readings were off. The insulin pump went into threshold suspend when her blood glucose level was 163 mg/dl and her sensor glucose reading was 55 mg/dl. Her sensor and blood glucose reading difference was not within an acceptable range. The customer noticed irritation and blood at the site, on both the sensor and infusion set. The product will return. Nothing further to report.